Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient is (B)(6) and has been revised numerous times. This particular incident was due to a leg length discrepancy. The poly and head were swapped out, and the stem was replaced because when the surgeon went to trial and reduce the hip, the stem moved.

Manufacturer narrative:
An event regarding loosening of the stem and leg length discrepancy involving an omnifit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: "no material or manufacturing defects were observed on the devices and features evaluated." -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. It was reported that the patient was an oncology patient with poor bone quality. Further information such as: x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is (B)(6) and has been revised numerous times. This particular incident was due to a leg length discrepancy. The poly and head were swapped out, and the stem was replaced because when the surgeon went to trial and reduce the hip, the stem moved. Update per sales rep: patient is an oncology patient with poor bone quality. The head and liner were swapped out to a larger size head to accommodate the leg length discrepancy.